Event description:
A patient reported "feeling discomfort and discoloration in the implant area." The patient also reported "feeling a jolt." Upon follow up with the patient's physician, the physician reported that the patient had been exercising when the "jolt/shock" occurred and felt that the ICD had shocked appropriately. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.